Event description:
It was reported there was water leakage during use, but unsure where the leak is coming from. No pt complications were reported.

Manufacturer narrative:
(Other) - device has not been returned for eval.